Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2015 with the following findings: the returned cap was used to verify all steps during investigation. There was no damage found to the keypad cover. The keypad buttons were found to be unresponsive due to contamination found under all button key contacts. Unrelated to the complaint, the display contrast changed into red tint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).